Manufacturer narrative:
Follow-up # 1, date of submission (B)(6) 2011 - device evaluation: the pump was returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the total daily dose history was reviewed from (B)(6) 2011 to the end of pump use on (B)(6) 2011 and the daily insulin delivery totals correctly reflect the users programmed basal rates. The pump history showed a confirmed occlusion alarm followed by two confirmed no prime warnings on (B)(6) 2011. The pump accurately delivered 2.00 units/hr for 29-hr period. No defect was found.

Event description:
The patient reported that she experienced blood glucose (bg) of 350 mg/dl with vomiting and headache. Patient reported that she changed out supplies and the bg resolved. She reported that later she experienced a bg of 400 mg/dl; she reports she again changed out supplies and bg resolved. The patient reported having random loss of prime alarms during this time. She reported loss of prime occurred again and the patient removed the pump. This report is made because the patient experienced hyperglycemia due to inadequate response to loss of prime warnings.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.